Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, the patient experienced elevated glucose levels following an infusion set change. Upon removal of the set, a bent cannula was identified, which may have contributed to an occlusion. There was patient involvement; however, no harm was reported.